Manufacturer narrative:
Device evaluated by MFR.: innova stent was returned and the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and 3.7cm from the nosecone. The stent is no longer inside the sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack are no longer in the manufactured position. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks was attributable to handling. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis suggests that instructions in the IFU were not followed which led to the reported event.

Event description:
It was reported that the stent inadvertently deployed prior to the procedure. An 8x80x130 innova self-expanding stent was selected for use in a stenting procedure. However, it was observed that the innova stent was partially deployed in the package during preparation. There were no patient complications.

Event description:
It was reported that the stent inadvertently deployed prior to the procedure. An 8x80x130 innova self-expanding stent was selected for use in a stenting procedure. However, it was observed that the innova stent was partially deployed in the package during preparation. There were no patient complications.